Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston on the insulin pump makes squeaky noises during movement. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with loud motor during rewind due to faulty motor. The vibrator motor functioned properly during self-test. No vibrator noise anomaly noted during testing. Insulin pump received with minor scratched display window.